Manufacturer narrative:
The subject device has not been returned to omsc for evaluation but was returned to olympus service operation repair center (sorc). Sorc checked the subject device and found that the reported phenomenon was not duplicated, and that the endoscopic image of the subject device was disturbed due to the failure of the camera cable. The exact cause has been under investigation. Therefore, the exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user facility that in unspecified timing, it was found that the scope communication error e216 occurred on the subject device. There was no report of patient injury associated with this event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device has not been returned to olympus medical systems corp. (Omsc) for evaluation but was returned to olympus service operation repair center (sorc). Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomenon (error e216) could not be conclusively determined. However, based upon the information from sorc, there was the possibility that this phenomenon was attributed to the due to the failure of the camera cable, which might be caused by the user handling. It was presumed that due to this camera cable failure, the communication between the subject device and the video processor occurred, and consequently the scope communication error e216 occurred. If additional information is received, this report will be supplemented.